Event description:
The complainant reported that an impella lp5.0 had been placed via the subclavian route in post-cardiotomy in a (B)(6) male patient. The patient was successfully supported by the impella for over 5 days. The device was surgically removed form the patient without effort. During removal of the pump it became cut into two pieces, leaving one piece in the distal subclavian artery. This portion was recovered via femoral access, with the aid of a femoral endovascular loop. Following this event the patient was reported to be in stable condition, with no adverse effects as a result of the reported issue.

Manufacturer narrative:
The impella lp5.0 is currently under evaluation. In addition, abiomed is currently attempting to connect with the physicians who were responsible for the case to discuss with them what they did in the handling of the pump, and how this was discovered since the pump ran normally during the course of treating the patient. The manufacturer will continue to investigate all reasonably obtainable sources of information, and will provide results and conclusions in a supplemental medwatch report when the evaluation is completed, and will include in the report any additional information obtained from the treating physicians.